Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received in normal working conditions with battery voltage at end of life (eol). The device was cut open for further testing, which confirmed that the battery voltage was at end of service (eol) level. Further analysis of device hybrid was performed and high current was noted. A longevity calculation was performed and found that the battery depletion was premature. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the device was explanted on (B)(6) 2026 and replaced. The patient was stable throughout.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's insertable cardiac monitor. No intervention or adverse patient consequences were reported.